Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. There was not related evidence of the reported failure in the event logs. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate delivery accuracy tests were performed and the pump was found to be over delivering to the manufacturing specifications. The root cause of the event cannot be established. The expulsor assembly will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy +8.3% during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. There was not related evidence of the reported failure in the event logs. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate delivery accuracy tests were performed and the pump was found to be over delivering to the manufacturing specifications. The root cause of the event cannot be established. The expulsor assembly will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy +8.3% during testing. No patient injury was reported.